Manufacturer narrative:
(B)(4). Approximate age of device ¿ 55 days. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was noted that the patient presented to the clinic on (B)(6) 2015 for a follow up and was found to have small pericardial effusion on transthoracic echocardiogram. Volume overload with right ventricle dilation and dysfunction was noted and the patient was diuresed. The patient's brain natriuretic peptide (bnp) was 274 pg/ml, lactate dehydrogenase (ldh) was 357 u/l, plasma free hemoglobin was 30 g/dl and maximal amplitude on thromboelastography was found to be 77.5. The patient's international normalized ratio (inr) was supratherapeutic at 4.5. The patient's only reported symptom was dizziness with position changes. The patient claimed that he had not received an aicd shock in the past couple of days with the last reported shock following discharge. On (B)(6) 2015, the pump speed was decreased from 9400 rpm to 9000 rpm. The patient was taking coumadin, aspirin and brilinta. Persantine was discontinued on (B)(6) 2015. The patient was placed on a heparin drip on an unspecified date. It was reported that a ramp study performed on (B)(6) 2015 showed no increase in flow or decrease in left ventricle cavity size, which was noted to be consistent with vad thrombosis. On (B)(6) 2015, an increase in the patient's free hemoglobin was noted up to 90 g/dl in addition to an in increase in the patient's ldh up to 1461 u/l. The patient underwent a pump exchange on (B)(6) 2015.

Manufacturer narrative:
Evaluation of (B)(4) confirmed the suspected pump thrombosis. Evaluation revealed depositions in the outlet stator, and rotor body. The evaluation could not conclusively determine the origin of these depositions nor the duration of their presence in the pump. However, they were partially obstructing the blood flow path and could have contributed to the reported elevated ldh, and pump thrombus symptoms. The outlet stator revealed a white, soft deposition. The deposition was loosely seated. There was no evidence of lamination or denaturing and there were no contact marks on the rotor to indicate that it was present in the pump while it was operating. The blades and body of the rotor revealed a dark red, hard deposition. The deposition was denatured, indicating that it was present while the pump was supporting the patient. However, the deposition appeared to have been ingested into the pump. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.